Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of four complaints reported for this issue. There have been no additional complaints reported against the finish goods lot and the device history record (DHR) shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The operator's manual provides the following in regard to loss of aspiration/suction issue: probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Corrective action: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest, replace tip, retest. Check tubing and/or replace fms. Check fitting and/or replace fms. The root cause of the customer's complaint could not be determined as a sample was not returned. (B)(4).

Event description:
A customer reported that the occlusion bell went off when starting phaco during a cataract extraction procedure. The cassette was exchange and the procedure was completed with no harm to the patient.